Manufacturer narrative:
(B)(4). The device was manufactured november 6, 2014 ¿ november 7, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the fill port of a large volume infusor. This occurred during filling. There was no patient involvement. No additional information is available.